Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 9.9 mmol/l. The customer stated that there is a problem with the piston in the pump. When the customer primed the pump, it sounded like it wore down. The customer received a no delivery alarm. The customer stated that the reservoir leaked without priming. The customer stated that insulin continued to drip after motor stops during the manual prime process. The customer will be sent a replacement reservoir.